Event description:
It was reported that the patient presented to the emergency department (ed) with a complaint of hematoma over the device pocket. During the pocket revision procedure, the right ventricular (rv) lead was dislodged, resulting in loss of capture. The rv lead dislodgement was confirmed by fluoroscopy. The rv lead was then explanted and replaced in conjunction with revision of the pacemaker pocket on (B)(6) 2026. The patient remained stable throughout the procedure.